Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead identified a lack of setscrew marks that should be present on the terminal pin. This may have been a contributing factor to the electrical issues, as the lead was not properly inserted.

Event description:
It was reported that at a routine follow-up appointment shortly following the implant procedure, the physician observed right ventricular (rv) lead noise. Surgical intervention was performed, which revealed that the rv lead had not been properly connected to the device during the implant. As there was a concern regarding potential blood infiltration, the physician elected to explant and replace the lead to resolve the event. No additional adverse patient effects were reported. This rv lead was returned for analysis.

Event description:
It was reported that at a routine follow-up appointment shortly following the implant procedure, the physician observed right ventricular (rv) lead noise. Surgical intervention was performed, which revealed that the rv lead had not been properly connected to the device during the implant. As there was a concern regarding potential blood infiltration, the physician elected to explant and replace the lead to resolve the event. No additional adverse patient effects were reported. This rv lead is expected to be returned for analysis.